Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with the insulin pump. The customer reported having issues with the insulin pump leading to the high blood glucose that included sensor values reading incorrectly. Troubleshooting was provided for the sensor. The insulin pump will not return for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the high blood glucose level event.